Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an additional surgery due to a periprosthetic bone fracture. It was not infected, implant was not broken or loose, no blood work issues and no pain due to the prosthetic failure. The additional surgery was not for a revision,but involved fixation of the fracture with plating. Attempts have been made and no further information has been provided.